Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the follow-up, interrogation of the device noted an alert for low, out of range rv pli. Review of the ams egm's revealed episodes of short ventricular noise. The programming changes will be made during the next follow-up. The patient is in good condition.